Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240( air in set) found on the home choice (hc) device during use. The home patient (hp) was connected during the alarm. The baxter technical representative (tsr) unable to assist in troubleshooting as the hp had already cycled power off and on and hc had alarmed with se 2367. The tsr assisted the hp with removing the cassette and advised to continue therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The cause was undetermined.